Manufacturer narrative:
The subject device was evaluated. Device evaluation has noted the reported phenomenon was not reproduced. Device evaluation however found flooding of imaging section (main body, cables). Cracks on connectors were also observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states: 4.1 precautions (warning) if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. [Section where IFU applicable for phenomenon 2] ¦endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Based on investigation findings, the reported phenomenon was not reproduced however, it was confirmed that the imaging section, main body, and cable were flooded in the actual device and therefore it is determined that the device did not meet the specifications. Failure identified is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported "there was looseness when set up with telescope". There was no patient impact, no harm reported due to the event.